Manufacturer narrative:
FDA UDI - (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 222375 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 222375 and test base part number 195-430wjr / lot 219710. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 222375 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed a flowflex covid-19 antigen home test on 21feb2024 and generated a positive result. No additional patient information, including treatment and outcome, was provided.